Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "air all the time"; this condition had the potential to interrupt delivery. This condition was found in the general patient ward upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition for a flo-gard infusion pump with air all the time was not confirmed and not duplicated during product evaluation. The unit was tested with primed line and infused properly, and did not show an air alarm. Air sensor calibration values were verified and they were inside the acceptable range. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed that this device was not previously serviced for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.